Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that the view port that connects to the generator was damaged allowing water and steam to leak from the unit. The unit was installed in april of 2014 and is under a steris service agreement for maintenance. The last preventive maintenance was completed in february of 2020 and no issues with the view port were noted. The technician replaced the view port, tested the unit, confirmed it to be operating according to specifications, and returned the sterilizer to service. No additional issues have been reported.

Event description:
The user facility reported that steam and water were leaking from their amsco c sterilizer. No report of injury.